Event description:
This spontaneous report ((B)(4)) from the united kingdom of great britain and northern ireland was received by a male consumer (age unspecified) whose spinbrush's head broke off coincident with a and h spinbrush unspecified. The consumer's medical history and concomitant medications were not reported. On an unspecified date, the consumer initiated a and h spinbrush unspecified (batch number: unknown) for brushing. He stated that the spinbrush's head broke off while he was washing his mouth. The consumer thought he was brushing hard, but he was not. No additional information was available. The action taken with a and h spinbrush unspecified was unknown. The outcome of the event was not applicable.